Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that an mr290v humidification chamber cracked at the connection between the chamber dome and the base after five days of use with a humming v ventilator. They further reported that this happened with three different chambers. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the three complaint mr290 chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: in all three chambers, the visual inspection revealed a vertical crack starting at the base of the dome, near the hinge bracket. No stress marks were found on the cracks. The hospital also reported that the subject chambers were used during high frequency oscillatory ventilation therapy. The humming v ventilator is a neonatal high frequency oscillating ventilator. A lot check revealed one other complaint of this nature for lot 130909. Conclusion: the cracking observed on the subject mr290 chambers is consistent with that of chambers used on a high frequency ventilator such as the humming v. The mr290v chamber may crack when it is used in conjunction with a high frequency oscillating ventilator. Fisher & paykel healthcare manufactures the mr290hfv chamber, which is specifically designed for high frequency ventilator applications. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa. (B)(4).